Event description:
Medtronic received information that this bioprosthetic valve was implanted 42 days after its expiration date. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the mosaic instructions for use (IFU) states ¿appropriate inventory control should be maintained so that bioprostheses with earlier use by dates are preferentially implanted and expiration is avoided.¿ the use by date reflects a 5-year shelf life that has been validated by medtronic and approved by the FDA. The validation process only reflects the length of the testing by medtronic ¿ it is not necessarily an end point for sterility or integrity of the product. However, medtronic did not recommend or endorse the practice of implanting the heart valve beyond its posted shelf life. There were no alleged deficiencies related to product quality/labeling or manufacturing process.